Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It was recommended to replace the downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was constantly beeping with no error message. There was no reported adverse event.